Manufacturer narrative:
It was reported that the motor of the semi-electric bed became non-functional and the end-user experienced an unidentified injury "due to the bed not working". Reportedly, the end-user was admitted to a local hospital. No additional details were reported to the manufacturer. Information related to diagnostic exams, diagnoses, medical intervention, and follow-up care are unknown. The semi-electric bed motor involved in this incident was returned to the manufacturer for evaluation. Visual inspection identified a fracture to the motor casing. The motor was plugged in and it was found to be receiving power and to be operating. A root cause for the reported incident could not be determined. Due to the reported hospital admission, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the motor of the semi-electric bed became non-functional and the end-user was admitted to a hospital.